Event description:
It was observed that during the device evaluation, the gynecologic, laparoscope exhibited chipped light guide bundle and failed component of the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for chipped light guide bundle was traced to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.